Event description:
It was reported that during an unknown procedure the iris valve seal was broken. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the hap02 device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.